Manufacturer narrative:
Customer called ge healthcare and reported unit is working without issue. Repair service declined. H3 other text: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a large leak preventing ventilation. There was no report of patient involvement.